Event description:
A malfunction alarm was reported by the customer, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.